Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device power consumption has been increasing for the past year. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device power consumption has been increasing for the past year. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported. Additional information was received that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device power consumption has been increasing for the past year. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported. Additional information was received that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.